Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 the patient was admitted to the hospital with a diagnosis of dka. Her admitting blood glucose levels ranged from 500 mg/dl to 600 mg/dl, and she experienced the symptoms of nausea and vomiting. The patient was treated intravenously with fluids and insulin. The patient noted she had run out of test strips and had not tested her blood glucose levels or taken any bolus doses of insulin prior to this event. The patient also reported that she was camping at the time, and the insulin had been exposed to warm temperatures. Troubleshooting revealed there were no issues with the infusion set or infusion site, all pump programming, settings, basal rate setting and date/time were correct. All total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin. The patient's technique prior to the event was incorrect by not testing her blood glucose levels and taking bolus doses of insulin. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this occurred, and was admitted to the hospital in dka and treated with insulin, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.